Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d10; h2; h3; h6. Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned product found slight wear (nicked, gouged, pits). Medical records were provided for the initial surgery and reviewed by a health care professional. No complications were noted. Further medical records were not provided. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Year of birth: (B)(6). Concomitant medical products: unknown femoral component, unknown tibial tray. Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial knee arthroplasty. Subsequently, the patient was revised approximately 6 weeks post implantation due to suspected infection. The inlay was removed and showed damage and discoloration. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported patient underwent total knee arthropasty. Subsequently, the patient was revised approximately two months post implantation due to suspected infection following dental surgery during the rehabilitation period. During the revision, damage and yellowing of the articular surface was noted, and it was replaced. No revision records have been provided, and no confirmation of infection has been received to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a2; b5; b7.